Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited noise oversensing leading to pacing inhibition. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of noise and pacing inhibition were confirmed. Final analysis found that as received, a complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Visual examination found an external insulation abrasion at 18.9 ¿ 19.1 cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.